Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on may 13, 2025, with lot number 2423614. Based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "microscopic rupture" confirmed via analysis of the anatomopathological sample, and "periprosthetic capsule". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "microscopic rupture" confirmed via analysis of the anatomopathological sample, and "periprosthetic capsule". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.